Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
It was determined on analysis that the programmer tested out of specification as it was identified that the emergency key failed. The display hinge bullet cover and keyboard slide cover were missing. The display latch hasps and keyboard hinges were broken. The rubber pad on lower case was damaged. The handle cover had a broken screw boss. The programmer hard drive was reconfigured and the programmer software was reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.